Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker recorded a code 1003 back in (B)(6) 2025, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery and device replacement was recommended for within 28 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received confirming the device was explanted and replaced three weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.